Event description:
It was reported that the rubber piece in the intermittent catheter where the fluid was supposed to go through was thin and it bends not allowing the fluid to go straight through. Customer also stated that they had gone through several catheters because of the same issue.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. The product had caused the reported failure. A potential root cause for this failure could be "machine error". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related.